Manufacturer narrative:
Philips service replaced the hivo high voltage transformer; intermittent issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoroscopy was not working on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.